Manufacturer narrative:
It was reported that, approximately two (2) hours after insertion, the urinary catheter was found to have come out of the patient with the balloon partially inflated. When the urinary catheter was inspected by the rn, the balloon was noted to have a hole. The urinary catheter was replaced by the rn and no further incident was reported. There was no adverse patient impact or event related to the incident. The urinary catheter and the product packaging was reportedly discarded. No sample was available to be returned to the manufacturer for evaluation. The reporting facility was unable to provide the model number of the urinary catheter involved in the incident. It was also reported that the three (3) lot numbers indicated in the reporting facility's medwatch (3902650000-2021-8001) were the lot numbers of all the available urinary catheters that were on the unit at the time of the incident. It is unknown which, if any, of the reported product lots are associated with the incident. A root cause was unable to be determined at this time. Due to the reported need for medical intervention to insert a new urinary catheter, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the urinary catheter came out of the patient and the balloon was noted to be partially inflated.